Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering the insulin that was set to be delivered. The insulin pump was delivering less insulin than the amount set. The insulin pump alarmed no delivery. The alarm was resolved with an infusion set change. Customer's blood glucose level was 429 mg/dl. The device was not returned.